Event description:
The customer reported that during the pvt (performance verification tests) when the battery is disconnected the unit will not operate from alternating current (ac). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 20sep2019. Date of report: 23sep2019. The customer confirmed the reported ac issue. The customer replaced the power management to address the problem. The ventilator has been repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported that during the pvt (performance verification tests) when the battery is disconnected the unit will not operate from alternating current (ac). There was no patient involvement.